Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to technical error code indicating an error in the internal memory. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing control circuit board and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).